Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was not working and it was shocking her. The patient was walked through lowering stimulation to 0. The patient also noted that after it was installed the implant worked maybe 2 months only. The patient also reported pain a few weeks ago. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that every once in a while they experienced jolting from device. No symptoms were reported at this time. No further complications were noted or anticipated